Event description:
A customer contacted baxter's technical service center reporting a the system error (se) 2240/2367 (air in line) during dwell 1. The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over using new supplies. There was no reason found for the message. The tsr advised the hp to contact the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.